Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 400mg/dl. The customer indicated that they cannot remove the battery cap and have tried all remedies to remove it. Customer was advised to try to open the cap with a screwdriver and to monitor the pump. Customer was also advised to call back if screwdriver does not work.